Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd with banding procedure for treatment. The patient was successfully treated without issue. Upon completion of the case, the ligating head of the speedband superview 7 multiple band ligator fell out of the scope and into the patient. The ligating head was retrieved as the scope was still in place at that time. There were no complications noted as a result of this event. The patient condition was noted to be fine with no ill effects sustained.